Event description:
The customer reported obtaining low patient results for ion selective electrode (ise) including sodium, potassium and chloride on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and replaced multiple parts including the sample syringe, the case, the reagent syringe and the degasser unit to resolve the issue. The fse indicated the customer ran quality control with passing results. The fse verified analyzer resumed to normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).